Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed the partial release of the stent and that none of the different deployment methods had been used. A kink was found in the middle section of the system. During the performed patency test, the 0.035" guide wire could be inserted into and fully advanced through the delivery system, with increased friction in the kinked section. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. Increased friction between guide wire and delivery system is considered the reason for the premature stent deployment. This kind of event also may be associated with rough handling of the device during shipping, storage or preparation. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU states: "visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." Also the IFU states: "if resistance is met during delivery system introduction, the system should be removed and another system should be used."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during the stent placement procedure for treatment of a right femoral artery stenosis, the stent delivery system could not be advanced over a hydrophilic-coated 0.035" guide wire. After several attempts, the stent was found to be partially released. The delivery system was removed without issue and another device was used to complete the procedure successfully. Reportedly, the delivery system did not enter the patient's body. No patient injury was reported.